Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that before insertion, the percutaneous sheath introducer (psi) set was primed with saline. It was, at that time, the sideport became detached from the sheath. As a result, it was not used.